Event description:
Per provider, this motor was just replaced because the oil cap came off and sprayed oil all over the consumer's floor. Now the motor is giving a left motor fault. Dealer called to troubleshoot with the our technician and was told to replace the left motor again.